Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has stopped responding to sound with the device on (B)(6) 2017. No history of head trauma or fall reported.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility was determined to have led to device failure over time. During investigation a damaged housing was detected, which is most likely related to explantation surgery. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient suddenly stopped responding to sound with the device on (B)(6)-2017. No history of head trauma or fall reported. No history of high grade fever. No history of redness or swelling on implant side. The recipient was re-implanted.